Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a hysteroscopy procedure, it was stated that during normal use the tissue pad glowed and eventually fell off when removing the device through the trocar. Prior to use the generator said to replace or tighten handpiece. The staff disconnected, then reconnected and the warning went away. The device performed normally until a normal sized bite was taken and the jaws fully closed. The min button was pressed and the pad turned a glowing color. This occurred using min setting. The tones changed, estimated to be sealing/transecting tissue for approx. Sixty seconds prior to the event. The tissue pad was retrieved and is included with the device. A bipolar device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
.(B)(4). Batch #m91v0p. The device was received with the tissue pad detached and returned. Also there was evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. No alerts screen were detected during testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The ¿tighten assembly¿ alert screen appears when the instrument may not be properly assembled to the handpiece. However, no alert screens were displayed at any time during testing. The ¿replace instrument¿ alert screen is displayed after receiving two consecutive alert screens and it is advising of a potential issue with the instrument. However, no alert screens were displayed at any time during testing. The batch history records were reviewed with no anomalies noted during the manufacturing process.